Event description:
It was reported that the tip of the guidewire broke. The patient was being treated for critical limb ischemia. The 85% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel. A savion flx guidewire was used during vascular angioplasty. However, while trying to cross the lesion, the tip of the guidewire broke. The fractured portion of the device was pulled and removed from the patient's body. No patient complications were reported.

Manufacturer narrative:
Device and media analysis: only the complaint device packaging was returned for analysis, without the complaint device. As such, a physical investigation of the complaint device was unable to be performed. Additionally, the reported damage to the device was unable to be confirmed from the media provided by the healthcare facility.

Event description:
It was reported that the tip of the guidewire broke. The patient was being treated for critical limb ischemia. The 85% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel. A savion flx guidewire was used during vascular angioplasty. However, while trying to cross the lesion, the tip of the guidewire broke. The fractured portion of the device was pulled and removed from the patient's body. No patient complications were reported.